Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer has experienced elevated blood glucose (bg) levels of approximately 250 (mg/dl). Customer used pump therapy to address bg levels. Reportedly, customer believes pump settings need adjustment. Recommendation was made to consult with health care provider to discuss diabetes management.